Event description:
Enseal x1 large jaw tissue sealer stopped activating properly after around 30 minutes of use. Would alarm "reposition jaws and reactivate" but would still not activate properly when instructions were followed.